Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Patient reported they could not get their device to work and that they could not increase the stimulation. Patient had not used their programmer in about a month and a half and tried putting in fresh batteries. Patient¿s stimulation was reportedly turned off at the time of the call. The stimulation was turned on and the issue was reportedly resolved. These issues, including no longer feeling stimulation had begun the last week of (B)(6) 2017. The programmer not working began (B)(6) 2017. No further complications anticipated.

Event description:
Additional information was received. Patient reported the circumstances that led to their device not working and being unable to increase stimulation was because it was set too high. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.